Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd display was blank during setup for this device. The device's system and central processing unit assembly boards would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped. Additional findings not related to the malfunction/issue was damaged to the dc cable connector. The dc cable and connector would need to be replaced to address this issue. There was no repair made to the device, and it will be scrapped.